Manufacturer narrative:
An intuitive surgical, inc. (Isi) has received the fenestrated bipolar forceps instrument associated with this complaint and completed the device investigations. Failure analysis (fa) investigations could not replicate nor confirm the customer reported complaint. Fa could not find primary failure associated with custom reported complaint. The fenestrated bipolar forceps instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument grips opened and closed properly. Energy was successfully received and delivered. The fenestrated bipolar forceps instrument was fully functional. The instrument housing was removed, and the backend was inspected, no damage was found on inner components. Additional observation not reported by site were also identified: the fenestrated bipolar forceps instrument was found to have damage to the conductor wire¿s insulation at the distal end. The conductor wire was exposed as a result. The instrument passed the electrical continuity test. There were no signs of thermal damage observed. The root cause of this failure is attributed to a component failure. No image or video was provided for review. A review of the instrument log for the fenestrated bipolar forceps instrument (part number 471205-17/lot number n10201103 0366) associated with this event has been performed. Per logs, the fenestrated bipolar forceps instrument was last used in a procedure on (B)(6) 2022 on system sk2223. The alleged instrument had 3 uses remaining after the last procedural use. This complaint is reportable malfunction event due to the fa finding: the fenestrated bipolar forceps instrument had conductor wire damage. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted total gastrectomy surgical procedure, the fenestrated bipolar forceps instrument would not coagulate. The procedure was completed with no reports of patient injury. The fenestrated bipolar forceps is a multiple-use electrosurgical endoscopic instrument with a grasping tip to be used in conjunction with the da vinci system and an external electrosurgical unit (esu). The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed with a back-up instrument with no patient injury. No fragment fell inside patient. There was no procedural delay as a result of the alleged issue.